Manufacturer narrative:
The customer evaluated the ventilator and determined that replacing the front panel fixed the reported issue.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/20/2015. Threatening was added because the ventilator required change out. Information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death

Event description:
The customer reported that while in pt use the touch screen on this ventilator is not responding and is freezing up. They were not able to calibrate the screen in the service mode the screen is also freezing up on this mode. They also noticed like water spots inside the screen. The ventilator was removed from the pt and the pt was placed in another ventilator, no pt harm.

Manufacturer narrative:
Corrected data: malfunction. No patient injury.